Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error as well as other pump errors. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loo during bolus and basal delivery. Unable to confirm e70 error alarm due to history file overwritten with a47 alarms due to a corrupted history file also, unable to verify a35 alarm due to motor error alarm. However, the motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No unexpected flashing display, count down or reset noted. The insulin pump had normal operating currents and passed self-test, a21 error test, rewind test, basic occlusion test, prime test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.